Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed pump stops. Based on experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, the pump stop and low speed events that occurred while the patient was supported by the external batteries could be indicative of driveline damage. The submitted log file captured two pump stop events on 14jan2021 with corresponding advisory and hazard alarms for low speed and low flow. These events occurred while the system was supported by external batteries. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No additional related events have been reported at this time. The hmii lvas IFU lists all pump parameters (including flow), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, provides information regarding the assessment of pump flow, and states that physiological factors and changes in patient conditions can result in low flow alarms or reduced flow for as long as they persist. The heartmate ii lvas instructions for use and patient handbook both contain driveline care instructions and detail signs of driveline damage. They state to inspect the driveline daily for cuts, holes, or tears, and that the patient should contact their hospital immediately if damage is suspected. These documents also outline all system controller alarms and the appropriate actions associated with each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair reported under MFR report number 2916596-2020-03303.

Event description:
It was reported that the patient had a low flow alarm and then a "controller malfunction." The patient changed the controller. The log file review displayed one transient low voltage alarm on (B)(6) 2021 due to normal battery depletion. The batteries were changed with fully charged batteries immediately after this event. The data showed 4 pump stops and 1 low speed advisory on (B)(6) 2021 with speeds dropped as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on batteries and may occur on unshielded patient cable/power module. The patient had a previous full length driveline repair performed on (B)(6) 2020 due to a ¿short to shield¿ driveline issue. There is not enough room for a second driveline repair attempt. The lab analysis performed on the returned percutaneous lead did not reveal any insulation breaches that would have contributed to an electrical short which suggests possible internal wire damage farther up the driveline. The low flow alarms, pump stops and low speed advisories were presumed to be due to percutaneous lead damage. There have been no further alarms reported by the patient. The patient was at home and had no symptoms associated with the alarms. The patient was waiting for a transplant. The controller malfunction alarms resolved with the controller exchange. Manufacturer report number of controller: 2916596-2021-00756.